Manufacturer narrative:
The device was not returned to olympus for inspection however the alleged failure was identified by the information from field service. A root cause could not be identified. Based on the results of the investigation, it is likely the intermittent artifacts in image were due to electronic component failure of endoscope connection base. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited intermittent artifacts in image. There was no patient involvement.